Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was able to confirm the issue reported. The fse provided a loaner system. Manufacturer year 2011. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported during a cataract procedure the phacoemulsification unit froze and displayed a "353" and "2012" e rror. The surgery center attempted to restart the unit but was unsuccessful. It is also reported the incision was enlarged and there was a 30 minute delay in completing procedure and a lens was placed in the capsular bag. The procedure was completed successfully using a backup system.

Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The field service upgraded the unit to a restriction of hazardous substances directive (rohs) upgrade. The monitor assembly, the pivot monitor, cable assembly, ribbon, and versalogic module was replaced to resolve issue. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.